Event description:
Customer reported issue with t:slim x2 pump battery not charging unless power cable was held in a specific position. There was no adverse impact to customer's blood glucose level. Customer initially tried troubleshooting by leaving wall adapter plugged into a working outlet for 30 minutes, which temporarily resolved the charging issue. The customer continued to use the pump for insulin therapy.